Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a damage to the black rubber on the tip. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Damage was located on the black rubber. Black conductor cable. There was no wire exposed due to damage insulation. There were small scratches located on the black rubber and it was the sterile processing service that discovered it. No image of damage is available.